Manufacturer narrative:
A visual examination of the returned device revealed that the cutting wire separated from the anchor notch inside the extrusion (see figure 1, page 3). The separation was due to an improper application of solder during the assembly process. A review of the complaint database did not identify any additional complaints for this lot. The device history record for this lot was reviewed; no anomalies were noted. The december 2007 15-month jagtome sphincterotome product family trend report, inclusive of all failure modes, was reviewed; no anomalies were noted. The hydratome rx sphincterotome product family is included in the same trend report as the jagtome product family.

Event description:
A hydratome rx sphincterotome was used in an endoscopic retrograde cholangiopancreatography (ercp) procedure on a female pt (age and weight unk) in 2006. According to the complainant, "after the tome was advanced in the scope and the tech went to bow it, the wire snapped." The procedure was completed with another hydratome rx sphincterotome. No pt complications were reported as a result of this event, and pt's condition was reported as " fine".